Event description:
It was reported that end user was using the commode at home when it collapsed under her. She scraped her legs and felt pain in her foot. She was taken to the ER, where it was discovered she had a fracture in her 5th toe on her left foot.